Event description:
Additional information received indicated the patient underwent surgical intervention wherein the fractured lead was explanted and replaced to address the issue.

Manufacturer narrative:
B3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics discovered multiple contacts with high impedance. In turn, reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date to address the issue.